Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to resolve the issue. Customer declined follow up from tandem technical support(cts). There was no reported adverse impact. No additional information was provided.